Event description:
Kalteis, k., et al. Influence of bilateral stn-stimulation on psychiatric symptoms and psychosocial functioning in pts with parkinson's disease/journal of neural transmission/2006/113/9/1191-1206. The article describes a study where the authors investigated the effects of dbs subthalamic stimulation on psychiatric symptoms and psychosocial functioning in pts with parkinson's disease. Pts were assessed three times prior to surgery and at three, nine weeks as well as three, six and twelve months after surgery. Some post stimulation complications were noted. After undergoing bilateral implantation of the dbs electrodes, one pt with parkinson's disease was affected by a surgical complication-cerebral hemorrhage. No treatment or outcome info was provided.

Manufacturer narrative:
This report is being submitted following an internal audit.